Event description:
Anesthesia machine placed in service and received an inservice by rep. Machine runs on electricity with no back up. Other machines will at least be able to deliver o2 and ventilate pt. During inservice, the rep said that there was a back up battery. Also concerned because system is computerized. In the past if system went down could slip in a disk and continue use of the machine. The datex-ohmeda just shuts down. Rep indicates the MFR is now working on a computer disk. Two weeks ago, the anesthesia machine was unplugged during a case and the ventilator side stayed on however the monitor side (vital signs) blacked out. No pt injury because the machine was immediately plugged back into the electrical source. Service rep contacted last week who indicated that they did not order the back up battery to save costs. Reporter states they (MFR rep) gave them the impression that there was no problem (during inservice) and did not tell them they only had a back up battery on the left side (ventilator). Reporter believes this is negligence on the MFR because these are critical components. Reporter believes that the coumputer disk (back up) and back up batteries should be standard. They should make clear that these components are not present. They are currently using a temporary back up battery until battery installed tomorrow.